Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿capsular contracture: unable to observed. ¿anxiety-product/procedure: unable to observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "implant exchange from textured to smooth". Later, healthcare professional reported "capsular contracture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "implant exchange from textured to smooth". Later, healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "implant exchange from textured to smooth". Later, healthcare professional reported "capsular contracture". This record is for the left side. Device was explanted and replaced.